Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: there were no alarms related to the issue in the black box and it did not verify the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate, internal battery component was leaking. Base crack between case seal and keypad. Cover crack between corner of lens and case seal. Battery compartment cracked from the top to cover part. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on (B)(6) 2016.